Event description:
It was reported that the pump's usb port was bent resulting in difficulties intermittently charging the pump. The customer's blood glucose level was 144 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.